Manufacturer narrative:
.

Event description:
The implantable neurostimulator pocket was discolored. The patient was seen in clinic by surgeon who determined it was infected. The patient was treated with antibiotics. When the patient tried to use the patient programmer the poor communication screen was seen. The patient was unable to recharge the device and had last recharged 2 weeks earlier. The 'reposition antenna' icon and the 'plug in recharger' icon were noted. No recharge efficiency bars were darkened. It was unknown if the problem was due to a recharger malfunction or if the pocket may have had some underlying swelling that interfered with telemetry between the neurostimulator and the patient's programmer and the recharger. The patient was in contact with the field representative. Several days after the initial complaint, an overdischarge was suspected. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.